Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. Patient reported having an occlusion alarm from pod prior to hospitalization. Symptoms reported include hyperglycemia, lethargy, ketones and vomiting. The patient was treated with an insulin drip and fluids. The patient was released after 2 days. The pod was removed prior to hospitalization, and upon discharge, the patient was prescribed long-acting insulin 25 units daily and rapid-acting insulin to use as an alternate form of insulin delivery when needed.